Event description:
It was reported that during a therapeutic endoscopic sleeve gastroplasty procedure under sedation, the gastrointestinal videoscope had difficulty passing the equipment through the channel. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.